Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The ams700 ipp cylinders, ams 700 flat reservoir and ams 700 momentary squeeze (ms) pump were visually inspected; product analysis identified the cylinders, reservoir and pump were being damage that were result of sharp instrument damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical intervention to explant his inflatable penile prosthesis (ipp) due to erosion. Device was returned to boston scientific after pathology test were performed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The ams700 ipp cylinders, ams 700 flat reservoir and ams 700 momentary squeeze (ms) pump were visually inspected; product analysis identified the cylinders, reservoir and pump were being damage that were result of sharp instrument damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical intervention to explant his inflatable penile prosthesis (ipp) due to erosion.